Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh ver. 2 assay on two cobas 8000 e 801 module analyzers and a cobas e 411 immunoassay analyzer. The specific date of the event is not known. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer on an unknown date. The sample was repeated on an abbott architect analyzer. The sample was also provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2022 and on an e411 analyzer on (B)(6) 2022. The serial number of the customer's e 801 analyzer was requested, but not provided. The tsh reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is 14d9-06. Tsh reagent lot number 568339, with an expiration date of 30-dec-2022 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4) . Tsh reagent lot number 574298, with an expiration date of 30-sep-2022 was used on this analyzer.

Manufacturer narrative:
For sample (B)(6), assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods, and differences in the standardization methodology used.